Event description:
It was noted that the tip of an atw marker guidewire stretched. When the physician opened the package, he found the tip of the guidewire was kinked and stretched. The product was exchanged to complete the procedure.

Event description:
It was reported that during a living donor nephrectomy procedure, the device was stapling across the renal artery and the device cut completely and stapled halfway through. There was significant bleeding and the patient required 5 liters of blood. They had to clamp the vessel and tie it off with suture.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device is being retained by risk management. Additional follow-up: per (B)(6), "I was talking to my partner after we met. He came in to receive the donor kidney. While I was repairing the artery, he had a chance to look at the cartridge that came out of the patient. The cartridge was left behind. The metal backing on the cartridge was dislodge from the plastic part. The distal half of the metal backing was not attached but the proximal half (the part that would be near the crotch) was still attached. (B)(6) pushed the metal part back on to the plastic." Patient was converted to open to control the bleeding. "(B)(4) spoke with the risk management department at the hospital yesterday and due to the nature of what happened they are not able to release the device at this point."

Manufacturer narrative:
(B)(4).